Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the physician considered the inappropriate high voltage therapy to be due to the programming. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.